Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine months following the implant of this transcatheter bioprosthetic valve, the valve was "removed" and replaced with another manufacturer's aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the valve was explanted and replaced with a non-medtronic valve two years, nine months and twenty six days after implant. If information is provided in the future, a supplemental report will be issued.